Event description:
The valve was implanted in ventriculo-peritoneal in the pt in 2007. In two months later, function of the shunt got worse. The valve was removed. The doctor request to check the valve function.

Manufacturer narrative:
The incident has been reported to MFR on 12/11/2007. Results of analysis will be developed in a follow-up report.